Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose around 240 mg/dl while using an ilet system with a steel cannula set, after a nurse advised a site change due to concern for ineffective insulin delivery; the user had run out of insulin while asleep and acknowledged recent food intake and stress as contributing factors. Symptoms included hyperglycemia without reported injury. Outcomes included resumption of insulin delivery and user-reported confidence that glucose would trend down after completing a full supply and site change with assistance. Investigation included a review of use conditions and inspection of the removed infusion site and supplies, which revealed no visible abnormalities. Investigation of this case revealed no device or component malfunction, and the event aligned with use-related and physiological factors including insulin depletion during sleep, recent meal, and stress. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with contributory user and situational factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.